Manufacturer narrative:
An evaluation was performed by smith and nephew and could confirm the customer complaint for the device was not working. A visual inspection was performed and showed the connector end of the camera head to have residue and moisture spots on the inner wall and connecting prongs. This indicated the cap was not sealed tight enough during the cleaning process which created a leak path. No manufacturing related defects were observed.

Event description:
It was reported that before case, the device was not working, it was shorting out. No patient was involved